Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that his onetouch delica lancing device did not fully penetrate. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient was unsure of the date/time that the alleged lancing device issue began. The patient stated that when he attempted to obtain a blood sample, he could hear the spring fire; however the lancet did not penetrate, even when turned up to the highest setting of 7. The patient stated that he has used the subject device 3x daily for the last 2 years. The patient manages his diabetes with oral medications with diet and/or exercise. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient stated that he developed the symptoms of "shaky" approximately 1 week after the alleged lancing device issue began; however he denied having received any treatment. At the time of troubleshooting, the csr noted that the subject device was not being used for the first time, there was no indication of product misuse, the correct lancets were being used (33g). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿shaky¿ after the lancing device issue began. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Follow-up # 1 ¿ (12/19/2014). The patient¿s lancing device has been returned on 12/3/2014 and evaluated by lifescan product analysis on 12/8/2014 with the following findings: the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.